Event description:
He went and took out of the bin the one ID been wearing all day (still radiating) and put it back on [intentional device misuse]. Case description: this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), lot/batch number r15312, expiry date sep2019, from an unspecified date, at an unspecified dosage as needed, for back pain. The patient had never been hospitalized for the back pain. The patient medical history and concomitant medications were not reported. The patient purchased the thermacare heatwrap in the morning. At around 9 pm that night he felt the pack that he had been wearing most of the day was no longer providing enough heat (batch number and expiry date unknown), so he opened one of the sachets from this new pack (batch number r15312, expiry date sep2019). After half an hour he felt that the new one had not heated up and made sure it was getting enough air. After an hour he took it off and found it colder than his body temperature. At that point he went and took out of the bin the one patient had been wearing all day, which he had discarded and put it back on an unspecified date. He described it as still radiating. It was unknown whether the patient experienced any adverse events as a consequence of the event. The action taken in response to the event was unknown and outcome of the event was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The pti data for the batch was reviewed and there were no leak results outside the required specifications. The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. Amendment: this follow-up report is being submitted to amend previously reported information: added lot number (=batch number) in tab. Follow-up (13mar2017): new information reported from the same contactable consumer includes: device indication. Follow-up (05may2017): new information received from the product quality complaint group included investigational results. Amendment: this follow-up report is being submitted to amend previously reported information: the event "he went and took out of the bin the one ID been wearing all day (still radiating) and put it back on" was recoded from "wrong technique in device usage process" to "device use error". Follow-up (01dec2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (24dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (24feb2020): this follow up is being submitted as a final report as investigations are completed and closed. This case has been downgraded to non-serious, non-reportable.

Manufacturer narrative:
The root cause category is nonassignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The pti data for the batch was reviewed and there were no leak results outside the required specifications. The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product.

Event description:
Event verbatim [preferred term] he went and took out of the bin the one ID been wearing all day (still radiating) [device issue] , he went and took out of the bin the one ID been wearing all day (still radiating) and put it back on [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), lot/batch number r15312, expiry date sep2019, from an unspecified date, at an unspecified dosage as needed, for back pain. The patient had never been hospitalized for the back pain. The patient medical history and concomitant medications were not reported. The patient purchased the thermacare heatwrap in the morning. At around 9 pm that night he felt the pack that he had been wearing most of the day was no longer providing enough heat (batch number and expiry date unknown), so he opened one of the sachets from this new pack (batch number r15312, expiry date sep2019). After half an hour he felt that the new one had not heated up and made sure it was getting enough air. After an hour he took it off and found it colder than his body temperature. At that point he went and took out of the bin the one patient had been wearing all day, which he had discarded and put it back on an unspecified date. He described it as still radiating. It was unknown whether the patient experienced any adverse events as a consequence of the event. The action taken in response to the event was unknown and outcome of the event was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The pti data for the batch was reviewed and there were no leak results outside the required specifications. The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up report is being submitted to amend previously reported information: added lot number (=batch number) in tab. Follow-up (13mar2017): new information reported from the same contactable consumer includes: device indication. Follow-up (05may2017): new information received from the product quality complaint group included investigational results. Amendment: this follow-up report is being submitted to amend previously reported information: the event "he went and took out of the bin the one ID been wearing all day (still radiating) and put it back on" was recoded from "wrong technique in device usage process" to "device use error". Follow-up (01dec2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (24dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Company clinical evaluation comment based on available information, the patient reported he went and took out of the bin the one ID been wearing all day (still radiating) and put it back on, which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The events are medically assessed as associated with the use of the device., comment: based on available information, the patient reported he went and took out of the bin the one ID been wearing all day (still radiating) and put it back on, which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The pti data for the batch was reviewed and there were no leak results outside the required specifications. The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The pti data for the batch was reviewed and there were no leak results outside the required specifications. The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product.

Event description:
Event verbatim [preferred term] he went and took out of the bin the one ID been wearing all day (still radiating) [device issue], he went and took out of the bin the one ID been wearing all day (still radiating) and put it back on [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), lot/batch number r15312, expiry date sep2019, from an unspecified date, at an unspecified dosage as needed, for back pain. The patient had never been hospitalized for the back pain. The patient medical history and concomitant medications were not reported. The patient purchased the thermacare heatwrap in the morning. At around 9 pm that night he felt the pack that he had been wearing most of the day was no longer providing enough heat (batch number and expiry date unknown), so he opened one of the sachets from this new pack (batch number r15312, expiry date sep2019). After half an hour he felt that the new one had not heated up and made sure it was getting enough air. After an hour he took it off and found it colder than his body temperature. At that point he went and took out of the bin the one patient had been wearing all day, which he had discarded and put it back on an unspecified date. He described it as still radiating. It was unknown whether the patient experienced any adverse events as a consequence of the event. The action taken in response to the event was unknown and outcome of the event was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The pti data for the batch was reviewed and there were no leak results outside the required specifications. The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. Amendment: this follow-up report is being submitted to amend previously reported information: added lot number (=batch number) in tab. Follow-up (13mar2017): new information reported from the same contactable consumer includes: device indication. Follow-up (05may2017): new information received from the product quality complaint group included investigational results. Follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to amend previously reported information: the event "he went and took out of the bin the one ID been wearing all day (still radiating) and put it back on" was recoded from "wrong technique in device usage process" to "device use error". Follow-up (01dec2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment based on available information, the patient reported he went and took out of the bin the one ID been wearing all day (still radiating) and put it back on, which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The events are medically assessed as associated with the use of the device., comment: based on available information, the patient reported he went and took out of the bin the one ID been wearing all day (still radiating) and put it back on, which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The pti data for the batch was reviewed and there were no leak results outside the required specifications. The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product.

Event description:
Event verbatim [preferred term] he went and took out of the bin the one ID been wearing all day (still radiating) and put it back on [intentional device misuse], , narrative: this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), lot/batch number r15312, expiry date sep2019, from an unspecified date, at an unspecified dosage as needed, for back pain. The patient had never been hospitalized for the back pain. The patient medical history and concomitant medications were not reported. The patient purchased the thermacare heatwrap in the morning. At around 9 pm that night he felt the pack that he had been wearing most of the day was no longer providing enough heat (batch number and expiry date unknown), so he opened one of the sachets from this new pack (batch number r15312, expiry date sep2019). After half an hour he felt that the new one had not heated up and made sure it was getting enough air. After an hour he took it off and found it colder than his body temperature. At that point he went and took out of the bin the one patient had been wearing all day, which he had discarded and put it back on an unspecified date. He described it as still radiating. It was unknown whether the patient experienced any adverse events as a consequence of the event. The action taken in response to the event was unknown and outcome of the event was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The pti data for the batch was reviewed and there were no leak results outside the required specifications. The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. Amendment: this follow-up report is being submitted to amend previously reported information: added lot number (=batch number) in tab. Follow-up (13mar2017): new information reported from the same contactable consumer includes: device indication. Follow-up (05may2017): new information received from the product quality complaint group included investigational results. Amendment: this follow-up report is being submitted to amend previously reported information: the event "he went and took out of the bin the one ID been wearing all day (still radiating) and put it back on" was recoded from "wrong technique in device usage process" to "device use error". Follow-up (01dec2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (24dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (24feb2020): this follow up is being submitted as a final report as investigations are completed and closed. This case has been downgraded to non-serious, non-reportable. Amendment: this follow-up report is being submitted to notify us food and drug administration (FDA) that MFR report number and MFR report number 1066015-2020-00060 are duplicate. All subsequent follow-up information will be reported under MFR report number. MFR report number 1066015-2020-00060 is to be considered as deleted.